Event description:
(B)(6) snow rtg0016920 (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedance values kept changing as they program the patient. The rep stated that at first, electrodes 0, 1, 3, 5, 6, and 7 were showing ¿do not use¿ and then caller received "out of range" message. The rep then ran impedances again and 0, 4 showed a possible open and then another check just showed 4 as a possible open with 0, 1, 3, 5, 6, 7, and 8 as ¿do not use¿. The rep then stated that they¿ve figured out how to program around this by using just contact 2. There were no reports of falls around the time of the event in (B)(6) 2019. The patient had impedance issues in the past along with seeing ¿settings not available¿, so reprogramming has been needed. The original issue that started in november might be worsening causing the changes in impedances and the color/indicator might change even though the actual numerical value of the impedance wasn¿t changing as drastically. Patient services suggested imaging and possible causes of the impedances issues and that if reprogramming didn¿t resolve issue or patient loses therapy, they might need to consider replacing components. There were no further complications reported or anticipated. (B)(6) e1 (rep): additional information was received from the rep. It was reported that the cause of impedances was unknown. Rep was unsure if the open circuits were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found stim ins/functionally okay/insignificant anomalies. Analysis of product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2018(B)(6) explanted: (B)(6)2020 found stim lead/body/conductor/broken/at injex anchor site. Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2020 product type lead product ID 97791 lot# unknown serial# product type accessory product ID 97791 lot# unknown serial# product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedance values kept changing as they program the patient. The rep stated that at first, electrodes 0, 1, 3, 5, 6, and 7 were showing ¿do not use¿ and then caller received "out of range" message. The rep then ran impedances again and 0, 4 showed a possible open and then another check just showed 4 as a possible open with 0, 1, 3, 5, 6, 7, and 8 as ¿do not use¿. The rep then stated that they¿ve figured out how to program around this by using just contact 2. There were no reports of falls around the time of the event in (B)(6) 2019. The patient had impedance issues in the past along with seeing ¿settings not available¿, so reprogramming has been needed. The original issue that started in (B)(6) might be worsening causing the changes in impedances and the color/indicator might change even though the actual numerical value of the impedance wasn¿t changing as drastically. Patient services suggested imaging and possible causes of the impedances issues and that if reprogramming didn¿t resolve issue or patient loses therapy, they might need to consider replacing components. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a rep and it was reported that the reps were trying to program around the electrodes that were not functioning properly over the course of several meetings with the patient. She indicated that they could not program the patient appropriately, so they did a case on (B)(6) 2020 to troubleshoot or replace components. At the case when the she checked impedance; the majority of the electrodes were displaying the red indicator. They ran the connection check and all 16 were displaying the red indicator. The patient was still getting some stimulation but not effective for therapy. The leads migrated a little bit according to the healthcare provider (hcp) but the hcp thought that the leads were well anchored. The patient did not report any falls or anything unusual. They replaced the entire system at the case. The rep is going to be sending the ins back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a full system replacement was done. The patient's weight was 209 pounds.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced as the patient was losing stim and all connections were out.